Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore, review of the manufacturing records could not be completed. A supplemental report will be sent when the investigation is complete.

Event description:
As reported, during use of a co-set device and swan-ganz catheter, it was noted that the cardiac output values were abnormal and could not be trended. The clinician realized that fluid was leaking around the interior of the syringe part of the set. The nurse noted that the values did not correlate with a mixed venous sample that was drawn concurrently. There was no harm to the patient.

Manufacturer narrative:
Per further follow up with the customer it was confirmed that the leakage was located at the contamination shield of the co-set syringe. Additional information provided by the hospital is that the device will not be returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The medwatch number for the related co-set is 2015691-2015-00193.